Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that a router was stuck inside the attachment during a procedure. When the device was received, it was determined that the router had broken, which is a risk of unintentional tissue damage. No patient impact or adverse consequences were reported as a result of this event.